Event description:
It was reported the patient's pump had an elective replacement indicator (eri) message. It was felt the message was sooner than expected. Longevity calculations were performed. No therapy impedances were provided so calculations were approximate. With group a the patient's battery life was about 10-19 months and group b was about 21 months - 2.93 years. It was not known how much time the patient spent on each program. The exact time the implantable neurostimulator (ins) trigger the eri was not known. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 200, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v022472, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v014846, implanted: (B)(6) 2007, product type lead. (B)(4).